Event description:
The customer reported the system displayed "communication failure" three times during a case. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep removed and replaced the generator interface pcb, fluoro functions pcb, and the back plane pcb on the main frame. He repaired a dislodged wire on the j8 connector of the main frame back plane. Tested the system, runs as intended.